Event description:
The below report was received by health authority ansm (B)(4) on 24-nov-2022. This spontaneous case was originally reported by a consumer and describes the occurrence of allergy to metals ("allergy to nickel and tin") in a 42 year-old female patient who had essure inserted (lot no. C64470). Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2016 she experienced allergy to metals (seriousness criterion medically important), fatigue ("excessive fatigue "), depression ("depressive episodes"), musculoskeletal pain ("widespread joint and muscle pain"), loss of libido ("complete loss of libido"), sleep disorder ("sleep problem"), alopecia ("hair loss"), periodontitis ("periodontitis") and mood altered ("change in mood") and was found to have weight increased ("weight gain"). Essure treatment was not changed. At the time of the report, the outcomes for these events were unknown. No causality assessment was received for essure with regard to allergy to metals, weight increased, fatigue, depression, musculoskeletal pain, loss of libido, sleep disorder, alopecia, periodontitis or mood altered. The reporter commented: patient¿s current status: completely exhausted/difficulty leading a normal life: fatigue/pain/change in mood/sports stopped. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
The below report was received by health authority ansm (reference number: (B)(4)) on 24-nov-2022. The most recent information was received on 30-nov-2022. This spontaneous case was originally reported by a consumer and describes the occurrence of allergy to metals ("allergy to nickel and tin") in a 42 year-old female patient who had essure inserted (lot no. C64470). Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2016 she experienced allergy to metals (seriousness criterion medically important), fatigue ("excessive fatigue"), depression ("depressive episodes"), musculoskeletal pain ("widespread joint and muscle pain"), loss of libido ("complete loss of libido"), sleep disorder ("sleep problem"), alopecia ("hair loss"), periodontitis ("periodontitis") and mood altered ("change in mood") and was found to have weight increased ("weight gain"). Essure treatment was not changed. At the time of the report, the outcomes for these events were unknown. No causality assessment was received for essure with regard to allergy to metals, weight increased, fatigue, depression, musculoskeletal pain, loss of libido, sleep disorder, alopecia, periodontitis or mood altered. The reporter commented: patient¿s current status: completely exhausted/difficulty leading a normal life: fatigue/pain/change in mood/sports stopped. Batch no: c64470, production date: 2014-06-10, expiration date: 2017-06-30. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 30-nov-2022: quality safety evaluation of product technical complaint. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.